Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call no delivery alarm. Customer's blood glucose level was unknown. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised they received a circle up top which was clear and not black. Customer attempted to give more insulin and received a no delivery alarm. Customer received a motor error alarm which resulted in over delivering of insulin. Customer was advised the motor error alarm shut the insulin pump off and the patient understood. Customer's insulin pump had already been replaced.